Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt's mother contacted lifescan in 2008 and alleged that her daughter's one touch ultralink meter was not powering on. The medical affairs specialist was unable to reach the mother after several attempts via phone. A letter was sent to the address provided. The mother reported that the meter would not power on when a test strip was inserted into the meter (attempted with 3 different test strip vials). She also mentioned that the pt was "feeling low" during the time the alleged issue began (specific symptoms not provided). However, the pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was using the correct test strips. The meter powered on when the power button was pressed. However, it did not turn on when a test strip was inserted all the way into the test strip port. This complaint is being reported because the mother claimed that the pt experienced symptoms of "feeling low" during the time the alleged issue began. She did not receive any medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.